Event description:
It was reported that pump displayed malfunction alarm code 3 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode, and was informed about transferring pump settings and reconnecting continuous glucose monitor to replacement pump, while tandem technical support arranged shipment of replacement pump and requested return of problematic pump using prepaid label within 10 days.